Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with erosion of the pacemaker. The physician did not think that there were signs of infection. Antibiotics were administered and device replacement was discussed. The patient did not experience any symptoms and was stable throughout.

Event description:
New information received reported that the device was explanted on (B)(6) 2018 and the patient was stable throughout.